Manufacturer narrative:
Analysis/device evaluation: upon receipt of the sample, visual examination was performed over the entire length of the catheter which revealed the balloon appeared to have been previously inflated and no residual treatment drug was present. Functional testing was performed involving an 0.035 guidewire being advanced completely through the catheter's inner lumen and negative pressure being applied. The balloon could not be completely advanced through a 6 french introducer sheath. While attempting to advance the device through the introducer, it was noted the balloon did not hold negative pressure. The decision was made to inflate the balloon, at which point a pinhole material rupture was identified in the distal end of the balloon. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: returned product analysis confirmed the lutonix dcb was unable to advance through a 6 french introducer sheath. A secondary malfunction was identified as a pinhole material rupture at the distal end of the balloon. The lutonix dcb appears to have been used to treat the patient, based on its returned condition. It is unknown when the pinhole material rupture occurred, since the hcp did not allege a material rupture while treating the patient. Thus, a definitive root cause could not be determined based upon the available information. It is unknown whether the patient and/or procedural issues contributed to the event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly were unable to completely advance through a 6 french cook introducer sheath over an 035 guidewire. The health care professional (hcp) gained patient access through the common femoral artery to treat the target lesion in the superficial femoral artery (sfa). Reportedly, the hcp predilated the target lesion with a competitor's device. It is unknown if the balloon protector was removed without issues. Allegedly, the hcp attempted to advance the first lutonix dcb through the introducer sheath, but was unsuccessful. The hcp reportedly removed the first lutonix dcb without issues and used another lutonix dcb, but the result was the same. It is unknown if the hcp applied negative pressure to the balloon or where the hcp grasped the balloon during advancement attempts. The hcp completed the procedure by deploying a competitors stent at the lesion site. Both lutonix dcb's were returned for evaluation. No adverse patient outcomes were reported. During device evaluation of the second lutonix dcb used above, a material rupture was identified in the distal end of the balloon. It is unknown if the material rupture occurred during the patient procedure or anytime after the patient's procedure was completed.